Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. A "check baseline" message was present following insertion into the patient, consistent with the high contact force reported. A manual reset was performed after the message was displayed for 41 minutes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction (pvc) procedure, a pericardial effusion occurred. The catheter was inserted into the patient to map the right ventricle, outflow tract, and pvc. After 20 minutes of mapping, the pvc changed morphology and the patient began to complaint of chest pain. An echocardiogram was performed and revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.